Event description:
After placed into the patient, the balloon on the microcatheter ruptured. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for vascular infusion catheter with balloon occlusion, dual lumen, 130cm sniper infusion catheter with balloon occlusion, dual lumen, straight tip (per site reporter).